Manufacturer narrative:
Device history records review was completed for part# 241.351, lot# h157918. Manufacturing location: (B)(4), manufacturing date: aug 15, 2016. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of lcp one-third tubular plate with collar 5 holes/57mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record was completed. This raw material lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
ID-case no. (B)(4). Date of event is unknown. Implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent hardware removal surgery on (B)(6), 2017 due to a refractured ankle. The patient originally underwent an open reduction internal fixation (orif) of the left ankle and was implanted with a cancellous bone screw, 3 cortex screws, and a tubular plate on an unknown date in (B)(6) 2017. However, sometime last week, the patient tripped on a curb and refractured his left ankle. The results of the hardware removal surgery were successful, the patient was reported to be in excellent condition. All the originally implanted hardware was replaced with new implants. There was no reported surgical delay. All available information was received from the sales consultant. This is report 5 of 5 for (B)(4).